Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not available for evaluation. If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in set). The patient was connected at the time of the alarm. This occurred during dwell cycle 4 of 4 of peritoneal dialysis (pd) therapy. The patient stated that hp states that there was some solution on their floor, but they could not see where the solution came from. The patient was advised by the technical service representative to start over with all new supplies or perform capd to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A leak, indicated by solution on the floor, was reported and is a known cause of this alarm. However, the cause of the leak could not be determined from the provided information. Should additional relevant information become available, a supplemental report will be submitted.